Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - head d10: cat# 139256 lot# 503490 m2a-magnum 42-50 tpr insrt std cat# 11-103203 lot# 089920 taperloc por lat fmrl 9x137 g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 23 months post-implantation due to pain and metal toxicity. During the revision, the surgeon found no evidence of metallosis but did find the acetabular cup retroverted. The acetabular cup and head were replaced without complication while the initial stem remained intact. Attempts have been made and no further information has been provided.